Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A physician reported that after implantation of a zct300 23.5d (diopter) intraocular lens (iol); the lens was at 20 degrees on the day of implant and rotated to 155 degrees 4 weeks after post-op. Patient's vision has worsen since the day of implant and patient's astigmatism increased from 1.0d post-op to 1.25d and 1.50d. Patient's visual acuity pre-operative was +3.0d se (spherical equivalent). The physician does not believe that the issue is a calculation error. The lens remains implanted; however, due to patient being diagnosed with pseudophakic cystoid macular edema (irvine glass syndrome), the physician does not plan to re-position the iol.

Manufacturer narrative:
Corrected data: in the initial MDR, (B)(4). Device evaluation the device was not returned to the manufacturer for evaluation. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The complaint history search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.